Manufacturer narrative:
Patient code (B)(4) and conclusion code no longer applicable.

Event description:
Additional information received reported that the it was first determined that the catheter was broken was approximately (B)(6) 2017. The patient experienced increased pain, medication withdrawal symptoms of nausea and vomiting. When the healthcare provider was asked to clarify if during the replacement procedure the catheter was intentionally or unintentionally left in the patient¿s spine it was indicated as ¿n/a¿. The cause of the broken catheter was reported as from car accident. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709sc serial# (B)(4) implanted: (B)(6) 2012. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the patient had a pump and the catheter broke off. The doctor removed the pump, but left part of the catheter in the patient¿s spine. No further patient complications have been reported as a result of this event.